Event description:
It was reported that a user was unable to connect a libre 3 plus sensor to the ilet system because the sensor had been initially paired to the freestyle libre mobile application, preventing pairing within the ilet mobile app and ilet pump. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful education and troubleshooting, application of a new sensor, pairing through the ilet mobile app, and subsequent connection to the ilet with the sensor entering warm-up. Investigation included technical assistance and user education. Investigation of this case revealed that the sensor was in use by another device, and connection was restored after the user paired a new sensor through the ilet application. It was concluded that the event was related to user setup and device pairing configuration, and that the system functioned as designed after proper pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.